Manufacturer narrative:
The user reported that the unit would not turn off. Our investigation revealed that the cord had been pulled to the point that strands of wire came free and shorted a component. Extreme force would have to be placed on the cord to cause this event. Regardless, our switch supplier had enacted several CAPA projects to improve the pull out resistance of the cord along with redesigning the pcb to move parts away from the cord joint. We concluded that this report was attributable to misuse on the part of the consumer.

Event description:
The unit was returned because the switch would not turn off.